Manufacturer narrative:
Additional suspect medical device components involved in the event product family- scs-linear leads, upn m365sc2317700, model sc-2317-70, serial (B)(6), lot 3137092. Product family- scs-linear leads, upn m365sc2317700, model sc-2317-70, serial (B)(6), lot 3140804. Product family- scs-linear fixation, upn m365sc43180, model sc-4318, serial ni, lot 24445152. The clik anchor was not returned for analysis, therefore, a technical analysis could not be performed. The returned lead sc-2317-70 sn (B)(6) was analyzed and the visual, microscope, and x-ray inspection revealed that all cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Will all the available information, engineers concluded that lead migration which was confirmed by the physician, is a known inherent risk with use of the leads. The event of inadequate stimulation and high impedance measurements were found to be caused by a lead fracture. The lead became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on all contacts on one lead. It was also noted there was lead migration. Reprogramming was attempted, however, the issue did not resolve. The patient underwent a lead revision procedure where the lead was replaced. Post-operatively the pain areas were covered.

Manufacturer narrative:
No code available was used as there is no equivalent FDA code for surgery. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); lot: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on all contacts on one lead. It was also noted there was lead migration. Reprogramming was attempted, however, the issue did not resolve. The patient underwent a lead revision procedure where the lead was replaced. Post-operatively the pain areas were covered.